Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that their blood glucose readings were 70 mg/dl then 197 mg/dl and then nearly 200 mg/dl. It was noted that the alarm was resolved by a complete set change. Customer also stated that the insulin pump had cracks near the reservoir compartment and the buttons. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.